Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2012 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that patient underwent mesh revision on (B)(6) 2003 due to urinary retention post tension-free vaginal tape sling.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary problems, recurrence and bleeding. It was reported that patient underwent exploratory laparoscopy with mobilization of the rectum down to the peritoneal reflection, off the uterus, lysis of adhesions, lavh and rso on (B)(6) 2014 due to rectal adhesions, pelvic adhesions, dysmenorrhea and hypermenorrhea. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui. Following insertion the patient experienced pain, bleeding, urinary/bowel problems, dyspareunia, and vaginal scarring and retention. It was reported that patient underwent the following procedures: on (B)(6) 2013 cystoscopy/urethrolysis with division of transvaginal tape sling due to urinary retention post transvaginal tape sling. On (B)(6) 2013 cystoscopy, cystourethroscopy, extensive urethral lysis with removal of foreign body due to urethral obstruction with frequency, incomplete emptying and pelvic pain after transvaginal tape.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2002 due to sui. It was reported that patient underwent mesh revision on (B)(6) 2003 due to urinary retention post tension-free vaginal tape sling. Following insertion the patient experienced pain, bleeding, urinary/bowel problems, dyspareunia, and vaginal scarring and retention. It was reported that patient underwent cystoscopy/urethrolysis with division of transvaginal tape sling due to urinary retention post transvaginal tape sling on (B)(6) 2013 patient underwent cystoscopy, cystourethroscopy, extensive urethral lysis with removal of foreign body due to urethral obstruction with frequency, incomplete emptying and pelvic pain after transvaginal tape. It was reported that following insertion the patient experienced urinary problems, recurrence and bleeding. It was reported that patient underwent exploratory laparoscopy with mobilization of the rectum down to the peritoneal reflection, off the uterus, lysis of adhesions, lavh and rso on (B)(6) 2014 due to rectal adhesions, pelvic adhesions, dysmenorrhea and hypermenorrhea. It was reported that patient underwent diagnostic cystoscopy, urethroscopy, removal of fragments of mesh and injection of pelvic floor muscles/trigger point injection of greater than 3 muscles on (B)(6) 2015 due to pelvic pain, dyspareunia, pelvic floor muscle myalgia/spasm and retained mesh. It was reported that patient underwent bilateral interstim test placement on (B)(6) 2015 due to overactive bladder, urinary retention. It was reported that patient underwent interstim stage I, stage ii w/quadripolar lead placement under direct fluoroscopic guidance and complex programming plus trigger point injection of greater than 3 muscles on (B)(6) 2015 due to pelvic floor muscle spasm, myalgia, urinary retention, urgency, frequency. No additional information was provided. (B)(4).